Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on "(B)(6) 2016, 10pm cst". The patient denies taking any medications to manage her diabetes and that she continued with her usual diabetes management routine as a result of the alleged product issue. The patient reported that "9 hours" after the alleged issue began she developed symptoms of "sweating, pain in chest and disorientation" the patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the correct test strips were being used. When inserting a test strip or pressing the power button the meter did not turn on. Based on the information provided the meter batteries did require replacing, however the patient did not have replacement batteries. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.